Event description:
It was reported that the tip of the delivery system detached and remained in the patient. The physician was treating a stenosis at the distal anastomosis of a fem-pop bypass graft on the patient's left leg. The physician deployed the stent successfully. However, upon withdrawal of the delivery system, the physician encountered some resistance, potentially due to the vessel anatomy. Upon removal of the delivery system, it was identified that the tip had detached and was caught on the stent. The physician did not attempt to remove the tip and the patient was referred for surgical removal. The patient was reported to be asymptomatic. At this point the surgery procedure details were unknown.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system has been returned for evaluation. The investigation is currently underway.